Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (12.8 mg/ml at 3.631 mg/day) and dilaudid (3.2 mg/ml at 0.9077 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and cervical/neck. It was reported the patient had additional pain occur in the last 3-4 weeks from the date of this report. The patient felt a lump on the patient's back by the lumbar incision area but the hcp could not confirm that. The hcp increased the patient's pain medication by 10% from original dosing on (B)(6) 2015. The patient was in the clinic on (B)(6) 2015 and was told to go to the emergency room (ER) and then was admitted to the hospital. A dye study/catheter access port (cap) study was done on the date of this report and the catheter tip was confirmed to be in the intrathecal space with clear cerebrospinal fluid (csf) and good flow throughout the catheter. The catheter moved/migrated down from c6-7 to t3-4. This was discovered on the date of this report. The hcp noticed redundant/extra catheter near the pump area due to the migration. With the computerized tomography (CT) scan the hcp thought he saw fluid collection in an unknown area. It was further reported by the hcp that the side action port was normal and the catheter was intact with the tip at t3-4. The intrathecal catheter had migrated down from l6-7 position to t3-4 by (B)(6) 2015. It was noted there was no recent position change. Nothing was done as an action/intervention taken as there was no position change from (B)(6) 2015. The patient's catheter problem and increased pain had not been resolved. The patient's medications were to be weaned down on oral opioids. If additional information is received, a follow-up report will be sent.